Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level was as low as 48 mg/dl. Customer advised they have had issues in the past at the doctor's office and the social security office where they did not eat snacks and were unable to speak. Customer's husband called the paramedics a few months ago but they did not treat the customer. Customer treated using soda and candy and when the paramedics arrived they felt fine.